Event description:
On (B)(6) 2022, a spontaneous report from the united states was received via telephone regarding a male consumer (age not provided) who was using thermacare lower back and hip 8hr l/xl heat wraps from a 2-pack box. Medical history and concomitant products were not provided. On an unspecified date, the consumer started using thermacare lower back and hip 8hr l/xl heat wraps applied topically for an unspecified indication. On an unspecified date, after using the heat wrap, one of the wraps was too hot and the other did not have enough heat. The consumer had no further complaints and declined to provide further information.

Manufacturer narrative:
The root cause cannot be identified. There is limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number or return sample, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. No product quality related trend was identified for the subclass wrap/patch/pad too hot. This is a complaint of the wrap being too hot: the product effect may vary with each individual. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure packaged product quality.